Manufacturer narrative:
The device was returned to mmdg, but was received in a condition making evaluation impossible. Visual inspection revealed that the platen and latch had sustained damage, rendering the pump incapable of being tested.

Event description:
While being evaluated for a platen-related issue, the device was found to be in a condition making evaluation impossible. Mmdg was unable to perform the tests required to verify that the pump would not free flow when subjected to pressure. (B)(4).